Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damaged. Customer stated that the insulin pump had cracks in the screen and casing. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.